Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed and found to have failed the recognition test based on log review. The instrument was installed on an in-house system and passed the recognition test. Additional observation not reported by site that is not related to the customer reported complaint found that the instrument had a broken tube adapter at the distal end. A piece approximately 0.09" x 0.071" in size was missing and not returned with the instrument. As a result, the instrument would fail mcs tip recognition when placed on an in-house system. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pyelolithotomy surgical procedure, the monopolar curved scissors (mcs) was not recognized by the robot after multiple attempts. The procedure was completed with no reported injury.

Manufacturer narrative:
On 04/10/2024 the following additional information was obtained by the customer: the scrub confirmed that the tip was intact when they (including the rep) inspect the instrument.

Event description:
Refer to h10/h11 for follow-up information.